Event description:
A patient reported they were not able to test with their one touch ii meter. Their meter allegedly would have missing segments. The result on their meter was not clear and unreadable. Patient reportedly "felt bad". The result on the other meter was in the 400's. The time difference between the patient's meter and new meter was 15 minutes. Treatment was insulin based on the new meter. Patient's family member stated that the patient was feeling pretty bad and needed to test. The patient was unable to decipher the numerics on the display and was forced to run to the store to purchase a one touch ultra. No further information reported.